Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 20jul2021, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer failed causing station to power down." Was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the bd field service engineer (fse) reported that removed all components from hh drawer to inspect. Found issue with the pyxibus cable being cut. After replacing the cable, the drawer was recovered. Removed and replaced the faulty row board. The pockets released from every position on new row board. Customer was able to inventory items in the drawer. During dchu visual inspection: p/n: 121085-01: received with a black mark with scorched insulation was observed on the returned cable. P/n 356450-01: received with the sensor board fully detached from the tray and exhibited visible damage along the board edges, near the cubie connectors. During dchu testing: p/n: 121085-01: testing was deemed unnecessary due to the observed damage to the returned cable. P/n: 356450-01: testing was deemed unnecessary due to the observed damage to the returned tray. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, causing the station to power down. As per part investigation, it was that determined that damaged assy cbl pyxibus 7 drawer (p/n: 121085-01), which had signs thermal damage such as black mark and scorched insulation observed during visual inspection. A damaged assy tray hh which had the sensor board fully detached from the tray and exhibited visible damage along the board edges, near the cubie connectors. However, there were no delays or adverse events or injuries reported based on this event.